Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the ipg incision site. Symptoms of fever and chills were noted. The physician noted that the cause of infection was unknown and that it was not device related. The patient underwent a pocket wound revision procedure and was given antibiotics. The device remained implanted. The patient was doing well postoperatively.